Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The model will only store 64 images but could be upgraded to store 400 images. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had missing images. No pt injury was reported.